Manufacturer narrative:
(B)(4). Concomitant med products and therapy dates: battery devices, (B)(6) 2019 device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the wiring / soldering of the battery oscillator device had an electrical fault. It was further clarified that the trigger was not sticky, but it was just not pressing smoothly. It was further determined that the device failed pretest for trigger test and general condition. It was noted in the service order that the device destroyed two battery devices. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.